Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
PMA/510k: this report is for an unknown guide/compression/k-wires/unknown lot. Part and lot numbers are unknown; UDI number is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the k wire snapped off within the guide hole. No patient involvement was reported. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: visual inspection: the visual inspection has shown that an unknown k-wire is snapped off within the proximal guide hole of philos aim-device. The broken part of this unknown k-wire is complete jammed / stuck (cold welding) in the proximal guide hole. Dimensional inspection: the relevant features are heavy damaged in a manner which prevents accurate measurement of the features. The damages are clearly caused post manufacturing. Document/specification review: as the article- / lot number is unknown we are not able to research the device history record and the manufacturing documents and could also not be checked which kind of k-wire was used. Summary: the received condition agree with the complaint description and the complaint therefore is confirmed. The investigation has shown that an unknown k-wire is snapped off within the proximal guide hole of philos aim-device. The broken part of this unknown k-wire is complete jammed / stuck (cold welding) in the proximal guide hole. The exact cause of this occurrence cannot be defined anymore, it can only be assumed that this complaint condition is most likely due to inadequate handling of k-wire, wrong direction / angulation or wrong k-wire diameter. As the article- / lot number is unknown we are not able to research the device history record and the manufacturing documents and could also not be checked which kind of k-wire was used. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.